Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During evaluation, the device alarmed system error 322. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be failure of lower link switch which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.